Event description:
A patient reported that the touchscreen of their pump timed out during use. There was no adverse impact to the customer¿s blood glucose level. The customer declined any further troubleshooting or follow-up regarding the issue.